Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture, "breast enlargement with pain and flushing in hemithorax, with fluid leak and possible implant rupture shown by ultrasound¿, "a thick and dense outline is observed. The contour shows an apparent interruption in the cie, around it and contained by the fibrous capsule, a large amount of anechoic fluid is observed, with greater volume in the external quadrants", "benign axillary node hypertrophy", "liquid collection" . The device remains implanted.